Manufacturer narrative:
The suspect device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Surgeon had encounter extremely hard bone, upon removal it was noticed that the tip of the probe had fractured and detached from the instrument. The detached fragment remains implanted within the patient's the s1 sacrum. There are no plans to remove at this time.

Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Complete details available in attached evaluation summary.